Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: during initial visual inspection, there was no damage observed. Upon closer inspection at the drip chamber junction, there is evidence of a blood marker between the connector shunt and the drip chamber tubing. The blood marker is occupying the site where a channel once was. The sample was installed onto a level 1 infuser to replicate the complaint. No leaks or other anomalies were observed. The sample was leak tested to manufacturing specifications isolating the drip chamber junction. No leaks or other anomalies were observed. The complaint can be confirmed but not replicated. This is based on the presence of blood residuals in between the shunt and tubing, when it leaked during use. The root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that staff were setting up the rapid infuser to administer a hemorrhaging patient blood component. While priming, they identified a leak at the connection where the top two drip chambers meet (above the clamp labelled c in the manufactures instructions). The administration assembly was removed from the level 1 infuser and new tubing was primed with no issues. The customer reported that the issue caused a delay in a lifesaving process. No further patient harm was reported.